Event description:
It was reported that during the implant attempt, the helix would not deploy, and there were lead issues regarding sensing and thresholds. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found. It was noted that the helix was distorted.